Manufacturer narrative:
.

Event description:
It was reported that the patient had her lead and generator explanted on (B)(6) 2011 for an unknown reason. Follow up with the explanting physician revealed that the explant was performed as the patient did not want vns anymore, and felt that it made her seizures worse. No other information was made available. The explanted generator and lead were returned and product analysis was completed. Product analysis on the lead was completed on (B)(4) 2012. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Product analysis on the generator was completed on (B)(4) 2012. In the (B)(4) lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Attempts to the patient's treating neurologist have been unsuccessful to date.